Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an artificial urinary sphincter (aus) being implanted. It was indicated that information about the sling was unknown as it was implanted at a different center. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.